Event description:
A user facility reported to olympus that the olympus, model cv-190, evis exera iii video system center did not recognize scopes when using the adapter. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed that the subject device was an older version. Based on the results of the investigation, it is likely the operational amplifier of the printer circuit board malfunctioned. There has since been a design change to prevent recurrence. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.